Event description:
Device #1 of 2. Ref MFR. Report: 1627487-2014-26331. The pt has two leads implanted with the same lot number. It was reported the patient's scs system was removed due to shocking.

Manufacturer narrative:
Evaluation: results: the complaint could not be confirmed. Both returned cut octrode passed continuity testing to its remaining segments and both cinch anchors were in good condition. No visual or functional anomaly was observed that could cause the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.